Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (B)(4) issue. It was reported that a replace battery code beginning with (B)(4) was present in the alarm history and had occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: the pump powered on with a returned battery cap; however, the battery cap was unable to fully tighten. There was evidence of moisture contamination inside the battery compartment related to a cracked battery compartment. The review of the black box data showed no evidence of a 128-fxxx (replace battery) alarm; however the black box data showed evidence of short battery life with excessive battery usage and voltage drops and power reboot events. The idle and sleep current draws were tested and noted to be outside of specifications. The pump case was removed and evidence of moisture contamination was found inside the pump on the transceiver board. Upon unplugging the transceiver board, the current levels were noted to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.